Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro button to cut became jammed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Upon observation the bisector toggle on the cannula was jammed. A mechanical evaluation of the hemopro bisector blade slider was conducted. The bisector toggle was unable to advance and retract the blade. The handle was opened to inspect the pull rod/ ball assembly. The pull rod ball was not dislocated from its original position inside the housing. The toggle was not mechanically disengaged from the pull rod. The blade was microscopically evaluated, upon observation it was found that the blade was stuck in between one of the electrodes, this prevented the blade to retract. Tweezers were used to remove the stuck blade. The bisector toggle was pushed at the most distal end to retract the blade. The blade successfully retracted. Based on the returned condition of the device and the results of the investigation, the reported failure mode "mechanical issue" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro button to cut became jammed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.